Manufacturer narrative:
The handpiece was rec'd at the manufacturer for evaluation, but based on the initial investigation details the reported condition of the device overheating during usage could not be duplicated. The driveshaft was serviced, and the nose cone, bearing stop, rotor, and bearings were replaced. Service did a clean, lube and adjust to the device, and it was returned to the customer.

Event description:
It was reported that the handpiece began overheating during an oral surgery. The procedure was completed. There were no adverse consequences reported as a result of this event.